Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During an internal review on 5/20/2020, it was identified that the "h6.device codes" was inadvertently omitted from the 3500a initial report. Therefore, added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Still pending is the manufacturer record evaluation, therefore, a supplemental report will be submitted. Product complaint # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and it disassembled (brim cap detached). It was reported that at the end of the procedure when the catheter was being removed from the preface® guiding sheath with multipurpose curve it disassembled. There was no patient consequence reported. The disassembled (brim cap detached) has been assessed as MDR reportable.